Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was swimming in a pool when they heard an audible alert from the implantable cardioverter defibrillator (ICD). It was determined the patient had been swimming in the same pool during the previous year and interference on the device had been noted on that occasion. The right ventricular (rv) lead integrity alert (lia) triggered due to counts the sensing integrity counter (sic) noise and oversensing which resulted in pacing inhibition. The patient was advised to stay out of the pool and the ICD and lead remains in use. No patient complications have been reported as a result of this event.